Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/06/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations, however it did not always shut off when the toggle was released. The device remained activated when the toggle was released but the jaws were still closed, unless the toggle was manually moved forward. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at 0.672 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Engineer evaluation was conducted on 02/17/2024 with the following results: the complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c- vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the thumb toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The complaint vh-4000 hemopro2 tool heated up normally. When the thumb toggle on the handle was released, it did not fully return to the off position. The thumb toggle had to be manually moved to the off position to turn off the heating element in the jaws. This is not normal. The complaint vh-4000 hemopro2 tool was cycled on and off an additional twenty times. The thumb toggle had to be manually moved to the off position every time to turn off the heating element in the jaws, which is not normal. The handle of the complaint vh-4000 hemopro2 tool was opened to investigate the cause of thumb toggle not fully returning to the off position after being activated. After the handle half was removed it was observed that the shaft seal was not fully inserted into the flex shaft. Also, there was coagulated blood observed on the wires and yoke rod at the opening of the shaft seal. There was dried blood observed on the inside of the handle of the complaint vh-4000 hemopro2 tool. Specifically, there was dried blood seen on the surfaces where the thumb toggle slides on the inside surface of the handle. The thumb toggle and switch were removed from the handle of the complaint vh-4000 hemopro2 tool. It was observed that the switch lever was bent in an upward direction. Using digital calipers, bmram ID# 12216, the switch¿s operating point (o.p.) Was measured to be 11.03 mm which is 1.93 mm above the switch¿s specification nominal o.p. Of 9.10 mm. The 11.03 mm o.p. Measurement was also outside the switch¿s operating point specification tolerance of 9.10 ± 0.8 mm. Typically, the switch lever has 2 - 3 mm of travel from its resting position, inside the handle of the vh-4000 hemopro2 tool, before reaching the switch operating point. On this complaint vh-4000 hemopro2 tool, there was approximately 1 mm or less of switch lever travel to reach the switch¿s operating. It was determined that coagulated blood on the thumb toggle sliding surface and at the shaft seal opening, along with the upward bend of the switch lever had resulted in the thumb toggle not fully returning to the off position. This resulted in having to manually move the thumb toggle to the off position to shut-off electrical energy to the heating element in the jaws of the complaint vh-4000 hemopro2 tool. Based on the results of the evaluation and engineering evaluation, the reported failure "failure to cut" was not confirmed, however the reported failure "self-activation or keying" was confirmed. Specific actions for the reported failure modes (failure to cut/self-activation or keying) are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000359542 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not burning correctly at normal cautery settings and when the burner was not being engaged it was still beeping as if was burning. They did not want to risk injury to vein so they opened a new one. No delay. No harm.